Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered. The rv lead had high impedance and oversensing. Lead replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sic were up to 327. High rate-nst episodes with evidence of lead noise/oversensing were observed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Rv lead integrity warning occurred (B)(6) 2014 for sic greater than thirty in three days and for rv lead impedance variation in the last sixty days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv bipolar lead impedance measured 1482 ohms, which had been trending around 450 ohms.